Event description:
The patient reported that his sprint fidelis lead was removed. Upon follow-up, it was determined that there was rising rv impedance and ventricular oversensing, and that the lead was removed for these reasons as well as the fidelis recall. Further alleged that the patient "experienced inappropriate and/or excessive shocking" and a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.